Event description:
The customer returned the gastrointestinal videoscope to the service center for a separate issue. During the device analysis, the technician indicated that the nozzle had foreign objects. The identity of the foreign object and why it remained in the device could not be determined. There was no patient involvement.

Manufacturer narrative:
Based on the completed investigation, the identity of the foreign material and the root cause of why it remained in the device could not be definitively determined. This event is detectable and preventable by handling device in accordance with the following IFU: IFU states the detection method in gif/cf/pcf-290 series operation manual IFU document no.: rc9825 rev.: 03 section: ¿chapter 3 preparation and inspection¿ IFU states the preventative measures in gif/cf/pcf-290 series reprocessing manual IFU document no.: rc3806 rev.: 03 section: ¿chapter 5 reprocessing the endoscope (and related reprocessing accessories). Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.